Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The information received suggests that approximately 5 hours into a morphine sulfate a leak was identified near the female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The information received suggests that approximately 5 hours into a morphine sulfate a leak was identified near the female luer. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The reported complaint of a leak identified near the female luer was confirmed. Visual inspection identified a hair line crack approx. 1.5cm long on the female luer on the line connected to the back check valve. Functional testing showed leakage from the crack. A definitive root cause could not be determined.